Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was over 600(mg/dl). Reportedly, the customer administered a manual injection to address bg level. Additionally, to pump battery was unresponsive, as the pump would not turn on when plugged into a power source. Reportedly the customer reverted to manual injections for insulin therapy.